Event description:
As reported by the sales rep per the user facility: introcan stylet ended up in the trash bin instead of sharps container for some unk reason. When environmental worker emptied the trash they were stuck by the stylet, shield was off the tip of the stylet. When contacted for additional info regarding the incident the employee health manager declined any follow-up info, indicating she did not feel comfortable talking about it. She did report that the facility does have protocol bloodwork procedures in place regarding needlesticks. No further info was made available at this time.

Manufacturer narrative:
The actual needle was returned to the manufacturer to be evaluated. A lot number and an item number were not reported. The safety clip was located on the shaft of the needle near the tip but not covering the tip of the needle. The needle was noted to be damaged (bent in the middle). The short arm of the clip was also damaged. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It was reported that the introcan stylet ended up in the trash bin instead of the sharps container for some unk reason. When the nursing assistant emptied the trash, they were stuck with the stylet. It is possible, due to the bent condition of the sample and the damage on the short arm of the clip, that the clip on the needle was manipulated and exposed, due to the needle being discarded into the trash can instead of the sharps container, resulting in a needlestick. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual manufacturer for eval.